Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation/phrenic nerve stimulation. An interrogation showed a lead impedance warning for high impedance on the left ventricular (lv) lead. A steady increase in the lv tip to can impedance was also noted. Reprogramming was done and the lead remains in use. No further patient complications have been reported as a result of this event.